Event description:
New information received noted that the issue was found when the patient presented for a follow-up in clinic. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited false pause episodes due to under-sensing from loss of contact in the pocket. No intervention was performed. No patient consequences were noted.